Event description:
Caller reported potential false positive troponin I (tni) results when performing more testing on patient's samples from a previous complaint (reported on medwatch report: 2027969-2012-00199). Customer decided to perform some other studies following a previous potential false positive troponin I (tni) complaint on a patient's samples the previous day. The same whole blood sample from a 7 pm draw (it was >12 hrs later) was run on profiler vs. Cardiac panel. The profiler result (lot number not provided) was negative for tni while the cardiac panel (lot w49718 from previous complaint) was positive. A plasma sample from the 10 pm draw run on profiler (lot unknown) and cardiac lot w49726. The profiler results were negative and the cardiac results were in the site's indeterminate range. The plasma sample was run on a new device using a different meter (sn not given) with a positive result.

Manufacturer narrative:
Investigation pending.